Event description:
Patient representative reported "patient has been complaining of breast pain, deformity at the site...rupture in the right breast...shame and insecurity...patient is also psychologically shaken, faced with the anguish, fear and discomfort is enduring daily" against right side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast pain, deformity at the site. Rupture in the right breast. Shame and insecurity."